Event description:
It was reported that during an ercp procedure for treatment in the pt's common bile duct, the surgeon tried to use a lithotripsy basket to retrieve the stone and crush it. This was successful but the wire in the handle snapped. The basket was retrieved from the pt. It was reported that no additional surgery or additional intervention required and there was no injury to the pt.